Event description:
The following info was reported to arjohuntleigh by the arjohuntleigh clinical specialist: on (B)(6) 2013, the arjohuntleigh clinical specialist went to the facility to assist with the bed and pt positioning. It was determined that the chest pack was too tight preventing the pt from ventilating well causing high peak pressures on the ventilator. There were also several "open hatch" alarms, and after assessing the packing of the pt, it was discovered the pt's right leg was pinned underneath the leg abductor. There was no break in the skin or injury to the pt from the chest packs too tight or the leg abductor pinned on the pt's leg. The pt was replaced and continued with rotoprone therapy. On an unk date, the pt was subsequently discharged from therapy in good condition. This report is being filed due to the potential for serious injury if this type of event were to recur. There was no allegation of a malfunction.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. Add'l info will be provided upon conclusion of the MFR's investigation.